Event description:
Pt died in a car accident and device was destroyed in accident so it will not be returned. Caller assumed pt was having difficulty with his blood glucose level, but they do not know for sure.